Event description:
Device malfunction: foot break. Time of malfunction: during vessel closure. Symptoms/ae: none. User facility medwatch report received that states: "perclose device faulty; packaging thrown away, unable to differentiate which of the 3 devices failed. The packaging with the lot number was lost. All three devices in the kit are available for analysis. Failure of the device to function properly. It was unk to this reporter which device failed to operate." The report source was contacted for additional info, however no procedural info was provided. There were no reported adverse pt sequelae. Upon analysis of the returned devices, two devices had cuff miss, and in one device a foot break was observed.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the posterior portion of the foot was broken and the actuator wire was disbonded. The plunger, link, both cuffs, and the anterior needle were not returned with the device for evaluation. No malfunction of the device was detected, and we were unable to determine a specific root cause of the posterior foot break and the disbonded actuator wire based on the investigation findings. A review of the device history record for this lot did not produce any findings relevant to this investigation.